Event description:
The glucometer had normal readings when testing with the control solution, however, when testing on a patient, the results were very high. Our initial reading was 589. The hospital tested the patient blood glucose with their machine and got 113. We did a retest with the blood from the same finger stick on our machine and got a secondary reading of 167. The hospital did a retest and got 112.